Manufacturer narrative:
Correction MDR submitted via emdr on 12/01/2025.

Event description:
The device was noted to be discarded after surgery.

Event description:
Later, it was reported that the patient was able to be interrogated at the time of surgery. The device was noted to be completely depleted (end of service = yes). Therefore the vns was not operational at the time of the increase in seizure report.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing an increase in seizures. The mother suspects that the device is completely depleted as a result. A battery life calculation was attempted but could not be performed due to a lack of settings history available for the patient. Later it was reported that the generator was replaced due to battery depletion. The status indicator at the time of explant is not known.